Event description:
Reporter alleged discrepant blood glucose result of 177 mg/dl on the aviva system however had low glucose symptoms at the time. Customer reportedly self treated with one glucose tablet and 17 minutes later paramedics tested their glucose a 33 mg/dl on their meter. Customer was stated to have been treated with a glucose injection before being transported to the hospital where no further actions were reported or treatment info provided. The location of the alleged incident was not provided. A request was made for the return of the suspect device and replacement product was sent.